Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care patient that during use of the device for infusion, the device cannula broke with 6mm of the device cannula remaining under the patient's skin. According to the distributor, the patient was transported to the hospital for surgical removal of the cannula fragment. No permanent adverse effects to patient were reported.